Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced with another from a different product. The device required additional repair to restore it to a state of functionality. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was performed.

Event description:
The customer reported that functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.